Event description:
Customer reported receiving a button error alarm when attempting to bolus. Customer stated that the buttons on the insulin pump are unresponsive. Customer's recent blood glucose reading was 264 mg/dl and treated with insulin. Customer's current blood glucose reading is 127 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Device received with cracked case on display window corners, scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.